Event description:
The event is reported as: complaint alleges: "the port where you withdraw fluid from had a hole in it which caused an air leak." Requested additional information.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. List of components was reviewed in order to verify if any issues occurred on the raw material involved and no issues were found. Remaining documents on the device history report (DHR) have been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. No rejection reports were originated for the lot in question that could be associated to the complaint reported. The DHR show that the product was assembled and inspected according to our specifications.